Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was simethicone. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the control knob of the evis lucera elite colonovideoscope was not working. The issue was found during reprocessing and did not fail during a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that there was remnants of white crystalized contamination that was suspected to be simethicone. The contamination was within the auxiliary channel. The channel was brushed with a one-time use bw-7b and the contamination was able to be cleared. White debris was found on the brush head. The report is being submitted due to the contamination in the auxiliary channel found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the light cover glass was chipped, the white cover glass adhesive was worn, the light transmission failed, the optical cover glass was chipped, the optical cover glass adhesive was worn, the distal end cap was damaged, the distal end adhesive was worn, the colored ring of the aspiration housing was worn, forceps flare was evident, the image was out of alignment, the up/down and left/right knobs had play and angulation was not to specification, and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.